Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 400's (mg/dl) to 171 mg/dl at the time of report. The bg level was addressed with a bolus. The customer confirmed that an alternate method of insulin delivery was available.